Event description:
The customer reported that results from two different patient samples processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of each other. Mis-associated patient results may lead to inappropriate physician action. The affected results were not reported out of the laboratory as the issue was correctly identified by the engen laboratory system, as designed. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results from two different patient samples processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of each other. The engen system correctly identified the issue by generating a cross check error, as designed. The operator placed each sample into the centrifuge module and opened the module without properly stopping it and removing all samples as instructed in the user documentation. In addition, the operator manually handled several sample tubes and inadvertently swapped the positions of the two samples within the centrifuge module such that they were no longer in the centrifuge rack position tracked by the engen software. The most likely cause is user error. There was no evidence that an instrument related issue contributed to the event.